Event description:
The customer reported that the display pressure become zero and no airflow during use on patient. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
The fse was unable to duplicate the reported problem. During a review of the diagnostic log, the fse did not find any error codes in memory. The fse did see multiple alarms of proximal pressure line disconnect occurrences. The device was thoroughly tested and the device passed all the performance testing. When the proximal pressure line is disconnected, air flow to patient continues meaning that the ventilator continues to ventilate throughout this alarm, this action mitigates risk to the patient. The report of no flow suggests a relationship between the device and an adverse event. The fse could not duplicate the reported problem and could not establish that the device was out of specification at the time of the event. No parts were replaced for this event. The root cause of the customer¿s complaint could not be determined.

Manufacturer narrative:
Patient information was requested and the customer did not provide. (B)(4). A follow up report will be submitted once the investigation is complete.